Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. The lot number and serial number were released meeting all qa specifications. This device passed final testing prior to release; however, the visual inspection confirmed the holes in the electrode array which is potentially the array fiber found in the uterus. The array fibers are gold-plated nylon/spandex yarn, and this material has passed biocompatibility screening evaluation for the novasure device. (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2017 and visualized "gold fragments" in the patient's uterus. The physician removed the fragments and the patient was discharged home.